Event description:
New information received notes that the high, out of range pacing lead impedance measurements recurred. A possible header issue was noted, and upon pocket manipulation the out of range measurements could not be reproduced. The patient will be monitored.

Event description:
It was reported the patient received a patient notifier for high, out of range, pacing lead impedance measurements. Initially in-clinic pacing lead impedance measurements were high but then consistently measured within the normal range. The patient will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.